Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the device delivered inappropriate high voltage therapy due to detection of atrial fibrillation (af). Technical support was contacted and recommended reprogramming the device to more accurately discriminate for non-ventricular arrhythmias. The device was reprogrammed and there were no adverse consequences.